Event description:
It was reported that during a followup, low sensing and low impedance were observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.